Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated mdrs # 1225714-2014-02577 and 1225714-2014-02578.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiovascular event on (B)(6), 2006 after use of the product.